Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device self discharged. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The customer's report was not replicated or confirmed. The device was put through extensive testing including shock button inspection and testing, defib shock testing and full functional testing without the device discharging on it's own. The device was recertified and returned to the customer. Review of the device logs showed a shock occurrence that was discharged due to the shock button being pressed by the user. The logs showed no shock events where the device shocked on it's own. The customer's report was unsubstantiated. Analysis of reports of this type has not identified an increase in trend.